Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient underwent a revision procedure approximately three years post-implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: sig c/t tka gde/mdl set 03-05 cat#: 42-422751, lot#: 076069. Series a pat w/wr std 28 1 peg cat#: 184702, lot#: 808670. Vanguard cr ilok fem-rt 65 cat#: 183008, lot#: 004130. Biomet cc I-beam tray 71mm cat#: 141223, lot#: j2947846. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is scheduled for revision after right total knee arthroplasty due to pain, instability, clicking noise and shifting of the implants. Patient has experienced multiple falls.

Manufacturer narrative:
This follow-up report is being submitted to report additional and corrected information.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision due to pain, instability, a clicking noise, recurrent falling and shifting of the implants. The revision operative report noted that the 10mm bearing was removed and replaced with an 18mm bearing due to instability and laxity. A locking bar was also placed. All other components were found to be stable with no malalignment and were left implanted. The stability of the knee was found to be satisfactory at the end of the procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported revision was confirmed through review of medical records. Revision operative notes identified that the bearing was considerably loose with a considerable amount of varus and valgus play as well as anterior and posterior shuck. X-rays provided did not identify any abnormalities. With the new information provided, the root cause previously reported remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.